Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection, it was noted that the finger trigger would stick in the open and closed position. Upon functional testing it was noted that the cannula was blocked. The most likely cause of the reported failure is wear and tear.

Event description:
It was reported that during a knee arthroscopy the needle broke inside the knee scorpion. According to the surgeon there was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.